Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following implant of this annuloplasty ring, it was explanted and replaced. No failure mechanism was provided. No other adverse patient effects were reported. It was reported that the device was destroyed post implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.